Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that there was some process irregularity in the bedside cleaning immediately after the procedure (suction cleaning of channel) and/or precleaning on the event date. Then the debris came out of the biopsy channel by brushing. As process irregularity, it was further presumed that leaving the scope for a long time until precleaning after procedure, omission of bedside cleaning and so on caused the reported phenomenon. However, it was not possible to specify the irregularity since the debris could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the service center for evaluation as recommended. The customer¿s complaint of ¿ performed the pre-clean and the brush came out bright orange " was not confirmed. The olympus technician brushed and dunked the scope in water but did not observe any bright orange material. The scope¿s channel was also inspected with a borescope and no foreign material was noted however, a kink was noted in the biopsy channel. As part of our investigation, the technical assistance center (tac) spoke with the customer regarding the orange foreign material and equipment issues. Tac questioned the type of prep used for the procedures (i.e.mira lax), customer replied clenpig prep solution is used. The facility uses the alt-pro and there were no leaks found in the scopes when this occurred. There is no orange foreign material existing the scope when it is hung for drying. In addition the customer reported black particles were noted in the filter of facility¿s oer-pro automatic endoscope reprocessor (aer). An olympus endoscopy support specialist(ess) and field service engineer (fse) were dispatched to the user facility to observed the customer¿s reprocessing methods and provide an in-service training. Also, to inspect and observed the function the customer¿s oer-pro. The customer has been advised not to use the oer-pro until service/repair is performed. To date, the ess and fse visit has not been finalized. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that on three occasions during pre-cleaning, when brushing the channel a solid orange foreign material was observed existing the scope. The customer consulted with the doctor and the object is not believed to be something suctioned from the patient. There were no patient infections or patient harm reported. This is report 1 of 3 complaints.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections. About the patient: no patient infection was reported, procedures were normal, patients had the normal prep ( 1 had clenpiq and 2 had suprep), polypectomy was done on 2 of 3 patients. Both had minimal bleeding, all 3 patients procedures were uneventful. About the reprocessing: cleaning and disinfectant solutions used: olympus endoquick alkaline detergent and olympus acecide-c. The minimum effective concentration is being checked before every use. Sponges used during reprocessing: metrisponge (saturated with dual enzymatic detergent; one time use only) by metrex. Prior to manual cleaning, metrizyme with sterile water is suctioned through endoscope and metri sponge is used outside the scope. A single use combination cleaning brush by olympus model no. Bw-412t is used to brush the endoscope channel being during manual cleaning. Immediately after procedure pre-cleaning by scrubbing the handle and scope with metrisponge to ensure all biofilm is removed immediately following the colonoscopy procedure. Using a washcloth or gauze, remover water button and replace with ¿keycard¿. Suction 500ml of sterile water with metrizyme through the scope . After the water, release the buttons with still holding the key in place and allow bubbles to blow through the scope for 15-30 seconds to ensure left over debris is removed from the scope. Manual cleaning is performed immediately after leak testing with olympus alt-pro. The customer uses an olympus oer-pro serial (B)(4). Last preventative maintenance (B)(6) 2020.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections. About the patient: no patient infection was reported, procedures were normal, patients had the normal prep ( 1 had clenpiq and 2 had suprep), polypectomy was done on 2 of 3 patients. Both had minimal bleeding, all 3 patients procedures were uneventful. About the reprocessing: cleaning and disinfectant solutions used: olympus endoquick alkaline detergent and olympus acecide-c. The minimum effective concentration is being checked before every use. Sponges used during reprocessing: metrisponge (saturated with dual enzymatic detergent; one time use only) by metrex. Prior to manual cleaning, metrizyme with sterile water is suctioned through endoscope and metri sponge is used outside the scope. A single use combination cleaning brush by olympus model no. Bw-412t is used to brush the endoscope channel being during manual cleaning. Immediately after procedure pre-cleaning by scrubbing the handle and scope with metrisponge to ensure all biofilm is removed immediately following the colonoscopy procedure. Using a washcloth or gauze, remover water button and replace with ¿keycard¿. Suction 500ml of sterile water with metrizyme through the scope . After the water, release the buttons with still holding the key in place and allow bubbles to blow through the scope for 15-30 seconds to ensure left over debris is removed from the scope. Manual cleaning is performed immediately after leak testing with olympus alt-pro. The customer uses an olympus oer-pro serial (B)(4). Last preventative maintenance (B)(6) 2020.